Event description:
It was observed during the device evaluation, the scope exhibited dent on edge objective frame and loose light guide adapter. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found dent on edge objective frame and loose light guide adapter. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.